Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the there was something wrong with the recharger system. The patient stated that she is able to charge the stimulator but it seemed like the antenna was overheating. The patient did not see any codes shown on the recharger. The patient stated that the recharger was leaving rings and burning on the patients skin. The patient stated that their skin has not blistered yet. It was stated that this had occurred twice and the second time the ring was more red than the first. The patient also mentioned that the stimulator is taking longer to charge. It used to take a few hours but was now taking eight hours. The patient also sated that she was able to get at least four coupling bars while charging. No further complications were reported as a result of this event.